Event description:
It was reported that the physician encountered difficulty while tunneling to implant a deep brain stimulation lead. The physician believed the tunneling tool was too flexible, which led to hemorrhaging and blood loss in the patient during the surgery. A non-boston scientific tunneling tool was used to complete the procedure and the patient was hospitalized. The device will not be returned as it was discarded by the medical facility. Additional information received that adaptive anesthesia, and compresses were done in response to the hemorrhaging.

Event description:
It was reported that the physician encountered difficulty while tunneling to implant a deep brain stimulation lead. The physician believed the tunneling tool was too flexible, which led to hemorrhaging and blood loss in the patient during the surgery. A non-boston scientific tunneling tool was used to complete the procedure and the patient was hospitalized. The device will not be returned as it was discarded by the medical facility.